Event description:
The patient reported on (B)(6) 2025 she noticed her blood glucose levels were declining, and the pod was making ticking/clicking sounds like it does when it delivers insulin. The patient reported her blood glucose had declined to 59 mg/dl while wearing the pod between 4 and 24 hours in the arm. The patient alleged receiving uncommanded bolus from her pdm (personal diabetes manager) during this time that led to her hypoglycemia. The patient treated the hypoglycemia by eating a peanut butter sandwich. The patient did not require any medical attention or experience any physical harm. No other information was provided. Three due diligence attempts were made in an attempt to gain additional information without success. The pdm is expected to be returned. If further information becomes available at a later date, a supplement report will be submitted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported uncommanded bolus or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.